Event description:
It was reported that during the implant procedure, the physician was notified that the atrial lead was not sensing or capturing. The physician attempted repositioning and was notified again that the lead had the same issues. It was recommended to the physician to try to reposition again; but they decided not to reposition the lead. The physician was informed that the lead was not working; but the physician explained that the atrium was large and felt that no other position would work better. The lead was left in the current position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).